Event description:
Patient was admitted for "broviac malfunction" which prevented her from receiving her home tpn. Upon admission, multiple attempts were made to restore function to the broviac without success. Following a chest x-ray to confirm proper catheter placement, the maxplus clear needleless connector was replaced and the broviac then functioned without difficulty.====================== health professional's impression======================if the maxplus clear needleless connector would have functioned properly, the patient's mother could have infused the patient's home tpn and the patient would not have been admitted.====================== manufacturer response for needleless connector, maxplus clear======================unknown